Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with the blood glucose value of 478 mg/dl and the customer received insulin flow block alarms. Troubleshooting was partially performed. No further patient complications were reported. The customer had been using an insulin pump system within 48 hours of the reported event. The auto mode feature was not active at the time of the incident. The customer will continue the use of the device. The product will not be returned for analysis.